Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported by affiliate via complaint submission tool as follows: (B)(6) and myself were in theatre with the surgeon as he had 3 vapr coolpulse wands not work correctly recently. These products all had the same lot number. We checked set up and different lot number and everything worked well. Then did a side by side test with possible faulty lot number and had the same suction issues. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Due to the failure reported is related to suction, the device will be send to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode, was evaluated by the supplier with the following results: device was not returned in the original packaging, device was in a used condition, there was staining visible in the suction tube, no visible damage to the device shaft, handle, cable or plug. All the parameters of the electrical test passed. During functional test, the flow rate and the flow test-post activation were failed. The further investigations are: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the proximal end of the active suction tube and was caused by uv glue. The blockage was approx. 5mm inside the active suction tube. The summary of the supplier is: the customer experienced suction problems with a total of three devices. A single device was returned for evaluation. The investigation establish that the device was in a used condition and that the suction was blocked. A thin gauge wire was used to locate the blockage, which was 5mm inside the active suction tube and was most probably caused by uv glue migrating into the tube. During our investigation we were able to confirm the customer reported suction defect with the returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under a CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. Further investigation into this failure is being is being escalated to a CAPA. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A manufacturing record evaluation was performed for the finished device lot number: u2004090, and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device [u2004090] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2020, it was observed that the vapr coolpulse90 electrode device had suction issues. Another like device was used to complete the procedure successfully without delay. There were no adverse patient consequences reported. No additional information was provided.